Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture (baker grade ii/iii)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture (baker grade ii/iii).

Event description:
Healthcare professional reported a complete rupture of the right-side device, discovered by MRI and a capsular contracture (baker grade ii/iii). Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a complete rupture of the right-side device, discovered by MRI and a capsular contracture (baker grade ii/iii). Device has been explanted.